Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported not alarming occlusion alarms when present which was reproduced. A review of the event history log identified upstream occlusion. The reported condition was verified. The cause was determined to be an out of specification ultrasonic sensor readings. The upstream sensor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported not alarming occlusion alarms when present which was reproduced. A review of the event history log identified downstream occlusion. The reported condition was verified. The cause was determined to be an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump did not alarm an occlusion when present during an unspecified process step. There was no patient involvement. No additional information is available.